Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline power fault alarm. The patient was admitted to the hospital. It was recommended that the system controller and modular cable be exchanged. Related MFR report number: 2916596-2022-12630.

Event description:
Following the system controller and modular cable exchange the driveline power faults resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the modular cable (lot number: 204423) was returned for evaluation following the reported event of a driveline power fault alarm. The modular cable was observed to be in unremarkable physical condition upon arrival. The cable was functionally tested alongside known working test equipment, and no atypical alarms were able to be reproduced. The reported event was unable to be correlated to an issue with the modular cable during this analysis. The device history records were reviewed and the records revealed that the modular cable (lot number: 204423) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.